Manufacturer narrative:
Explant date unknown. The investigation for the reported pump stop has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the pump stop could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. The complainant reported a pump stop occurred during use of the device. The pump stop occurred after 14 days, which is outside the instructions for use intended use life. No report of patient harm or injury.